Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, while interrogating the device, there was a delay while trying to view the egm episodes. Another programmer was used with no resolution. The event resolved with no intervention and the patient was stable with no adverse consequences reported.